Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt). The reason for call was patient stated that they believe their device was turned off or not connected. Agent assisted patient to access their mystim app and patient was able to connect successfully and saw group a and therapy was on. Patient mentioned that yesterday they try to connect a few times and it will not connect and saw device not found and they are in severe pain. Agent reviewed best practice and patient will monitor the issue. Pt called back stating that for like the past few days their back was so bad and so they didn't think that the ins was on. Pt said that they thought the device got disconnected so they re-paired the device, but they wanted the ins checked to see what was going on with their ins/therapy. Agent reviewed and redirected pt to hcp.

Event description:
Additional information was received from the healthcare provider (hcp). Hcp reported that their team was not notified of this event and that the pt was seen on (B)(6) 2026 and reported an improvement in pain with the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.